Event description:
It was reported that the scale was inaccurate due to being zeroed improperly, which lead to the bed exit not alarming. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.